Event description:
While changing a heparin bag, the tubing broke off at the topmost y-port, closest to the bag. The tubing was not loaded into the pump at the time, and if the roller clamp had not been clamped, the heparin in the tubing likely would have infused by gravity into the patient. Manufacturer response for IV tubing clearlink system, continu-flo solution set 112"/17.6 ml with 2 luer activated valves (per site reporter). Baxter reference # [redacted number].